Event description:
It was reported that during a da vinci-assisted surgical procedure, a fragment broke off the synchroseal instrument. The fragment was retrieved during the same procedure which was completed robotically. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.

Manufacturer narrative:
The synchroseal instrument has not been received for failure analysis evaluation.